Event description:
It was reported there was csf leakage from the transducer of a pressure monitoring device. Leakage did not occur during set up. Per additional information from customer, the device was replaced with another device. There was no patient injury. Device and packaging were discarded.

Manufacturer narrative:
The device was not returned for evaluation because the device was discarded. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Engineering evaluation was completed and concluded that a product risk assessment escalation was met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.